Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The consumer reported that the patient had the ins explanted because it was very unpleasant and annoying to have to recharge every week and he didn¿t like it at all. The consumer reported that the patient didn¿t want to get the ins implanted but he did because his parents really wanted him to try it. The consumer reported that the ins was explanted about 6 months after implant. No further complications were reported.